Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the external paddles did not work. There was no pt impact.